Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The previous repair report for ultra duo flex fluid cart, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired once, the previous repair being for cart giving valve pack 1 error on (B)(4) 2015. The valve pack issue was not associated with the current repair service which is related to electrical burn smell and unit got valve pack 1 error, so the previous repair was a non-related issue. On (B)(6) 2017, it was reported from (B)(6) hospital that the unit had an electrical burn smell and they tried to process the unit and got a valve pack 1 error. (B)(4) was contacted about the cart and dispatched a service technician to be at the site. On (B)(6) 2017, the account smelled a burning smell, but was unsure where it was coming from. He also found valve pack was leaking. He replaced valve pack twice with 2 different valve packs but unit keeps leaking from around the valve pack. The technician sited that the bottom plate was possibly cracked. While the service technician confirms the burning smell but based on the information, he was not sure from where the smell was coming from. Whereas the service technician could not confirm the reported event valve pack 1 errors but the issue was resolved with an exchange. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit had an electrical burn smell and they tried to process the unit and got a valve pack 1 error. The event occurred during cleaning. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). (B)(4).